Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was exhibiting a no disposable alarm when a smiths medical, cadd medication cassettes was attached. Per reporter the alarm occurred during infusion and more than 6% was left in the cassette. No adverse patient effects were reported. Per reporter, no additional information is available at this time.